Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination could not be performed. Based on the reported information, there was a dissection and development of pericardial effusion, which may have contributed to the subsequent death; however, this could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution. A review of the manufacturing and test documentation for the subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc.'s acceptance criteria prior to shipping.

Manufacturer narrative:
Investigation efforts are ongoing.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the ostial left main artery with impella support. Prior to the procedure, the patient was transferred to intensive care with a balloon pump, which was switched to impella before using shockwave. Pre-dilatation was done with a 2.0 non-compliant balloon followed by rotablator (rota) due to heavy calcification in the left main artery. After a few passes with rota, a 3.5mm shockwave ivl balloon was used, delivering three cycles at 2 and 4 atmospheres (atm). During the procedure, intraoperative imaging showed a dissection, which was treated with the placement of a covered stent. The patient did not show any clinical symptoms, however, further imaging showed that the dissection was getting larger. The patient developed pericardial effusion, and despite pericardiocentesis, the patient expired on the table. No further information was provided. The physician was unsure if the dissection was caused by the rota or shockwave. The shockwave device was used according to the instructions for use (IFU), with no malfunction reported with the shockwave catheter or generator.